Event description:
It was reported that during a percutaneous transhepatic cholangiography procedure, the guide wire coating peeled. The indication for this procedure was a previously placed stent in the biliary tract. The physician advanced the meier guide wire to the intended location. Next a drainage catheter was advanced and placed into the hepatic artery. As the physician attempted to maneuver the meier guide wire, the meier guide wire became stuck inside the drainage catheter stylet. The physician removed, with difficulty, the meier guide wire and the stylet together as a unit outside of the patient. The meier guide wire was removed intact, however, it was noted that the meier guide wire was damaged and the surface of the wire had peeled in the area in which the meier guide wire was stuck together with the stylet. It is unknown if any of the meier guide wire coating detached inside the patient. The physician used another of the same device to complete the procedure. It was noted that the patient experienced "a little pain" during the procedure and the patient's status was reported as "stable".

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transhepatic cholangiography procedure, the guide wire coating peeled. The indication for this procedure was a previously placed stent in the biliary tract. The physician advanced the meier guide wire to the intended location. Next a drainage catheter was advanced and placed into the hepatic artery. As the physician attempted to maneuver the meier guide wire, the meier guide wire became stuck inside the drainage catheter stylet. The physician removed, with difficulty, the meier guide wire and the stylet together as a unit outside of the patient. The meier guide wire was removed intact, however, it was noted that the meier guide wire was damaged and the surface of the wire had peeled in the area in which the meier guide wire was stuck together with the stylet. It is unknown if any of the meier guide wire coating detached inside the patient. The physician used another of the same device to complete the procedure. It was noted that the patient experienced 'a little pain' during the procedure and the patient's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the returned device revealed elongated coils adjacent to the braze joint and a kink at 16 cm from the distal tip. A microscopic examination revealed that the ptfe coating peeled exposing the outer coil at several locations along the distal 14 cm of the guidewire. No other anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).